Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the information available, it is unknown what caused the patient¿s peritonitis event. However, peritonitis is a well-known potential complication in pd patients. (B)(6) is an organism found on human skin and nares. Therefore, it is possible the peritonitis was related to a breach in aseptic technique via respiratory or touch contamination at time of the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy experienced peritonitis. There were no reported issues with any fresenius device or product in relation to the peritonitis event. During follow up, the patient¿s pd nurse reported that the patient had a pd culture obtained which yielded growth of (B)(6). The patient was treated with (B)(6) (dose, and duration unknown) intra-peritoneal (ip) on an outpatient basis. The nurse reported the patient did not have any fluid leaks, or any other issues with any fresenius product in relation to the event. According to the nurse, the cause of the peritonitis in undetermined. The patient is reportedly recovering from the peritonitis event.